Event description:
It was reported that the patient line from a homechoice (low recirculation volume) automated peritoneal dialysis (apd) set, with cassette, had completely disconnected. The disconnection occurred from their minicap transfer set, in the middle of the night, during peritoneal dialysis (pd) therapy. This resulted in a leak from the apd set. There was no patient injury or medical intervention as a result of this issue. This is report 2 of 2, for the transfer set in this event.

Manufacturer narrative:
(B)(4): the event occurred on an unknown date in (B)(6) 2013, approximately 1 week prior to this report. The sample was requested, but was not available for further analysis. (B)(4).